Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient underwent an "additional surgery to repair the hernia defect and partially remove it." Based on this information provided it appears the patient may have undergone partial excision of mesh during this procedure, as such we have identified this as a reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date, date of explant. Based on the information provided, there is no change to the initial determination, no conclusion can be made. Per medical records review, about 3 years 10 months post implant of ventralex st, patient was diagnosed with small bowel obstruction, adhesions and underwent repair with removal of the mesh partially. Per the operative notes, ¿ventralex st mesh kind of folded over¿. About 3 years later, patient was diagnosed with recurrent hernia, scar tissue and underwent removal of the mesh. The instructions-for-use supplied with the device identifies adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11. Corrected fields: h4 (manufacturing date), d6.b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a ventral hernia, a ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and partially remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with symptomatic incisional hernia and underwent open repair with the implant of ventralex st (device #1). Per operative notes "the hernia sac was identified and excised. A medium ventralex st mesh (device #1) was placed within the hernia defect and straps from the mesh were removed.¿ (B)(6) 2017 - patient was diagnosed with recurrent small bowel obstruction and underwent laparoscopic repair with partial explant of the mesh (device #1). Per operative notes, "there was only 1 adhesive band that was located near mesh and the adhesions were taken down. We did partially transect mesh, it kind of folded over (device #1) and this with small bowel was tethered to it. This was taken down¿. (B)(6) 2020 - during hospital visit patient was diagnosed with recurrent hernia. (B)(6) 2020 - patient underwent open recurrent incisional hernia repair with the removal of ventralex st (device #1) and implanted with another ventralex st (device #2). Per operative notes, "a thickened chronic scarred fascia was removed as well as a small circle ventralex st mesh (device #1). A medium ventralex st mesh (device #2) was placed in the defect and the overlying strap was sutured to fascia." Attorney alleges that the patient had adhesion, bowel obstruction, mesh migration and folding of mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient underwent an "additional surgery to repair the hernia defect and partially remove it." Based on this information provided it appears the patient may have undergone partial excision of mesh during this procedure, as such we have identified this as a reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a ventral hernia, a ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and partially remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.